Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
A consumer implanted for cervical/neck and spinal pain reported they last charged their implant around (B)(6) (and usually charged every two weeks), but in the past week their recharger wasn¿t charging their implantable neurostimulator (ins). It was further reported the recharger was unable to communicate with the implant, the patient programmer (pp) was unable to communicate with the implant, and the reposition antenna screen was seen on the pp. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.